Event description:
On (B)(6) 2013, it was reported that the meal bolus in the history of the patient's blood glucose monitor is displayed as active insulin; therefore, a correction bolus is not suggested later after eating additional carbohydrates. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
Iu observed that the bolus advice provided a value of - 0 u; iu manually programmed the bolus advice with 1.4 u; iu confirmed the bolus result and observed that the meter does produce a bolus reaction with the retention pump and the correct bolus is delivered to the pump, no bluetooth communication issues were observed. Iu accessed the bolus advice function from the main menu screen and observed that the meter displayed an active insulin value, as expected. Iu allowed the meter to sit until the active insulin was to zero. The customer's allegation of the meal bolus is showing as active insulin was not observed during the investigation of the returned product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.